Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction has occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on approximately (B)(6) 2026, the patient experienced a skin reaction with pustules and pus at the needle puncture site. The area was prepared with alcohol before placing the sensor on the body. The patient was admitted to the hospital for a separate matter. While preparing to get some tests performed, the cgm was removed. Upon removal, it was observed there was a pustule and yellow fluid coming out of the insertion site. The patient was advised to take antibiotics. There is no documentation of scarring or systemic involvement. There was no diagnostic test conducted. The skin reaction was treated with a prescription oral medication (amoxicillin 500mg 1 capsule every 6 hours). At the time of the report, the patient¿s condition was stable. No photo or other details were provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.